Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to a rise in shock impedance measurements to greater than 125 ohms with a measurement as high as 158 ohms. It was noted that there were no delivered shocks since implant. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to a rise in shock impedance measurements to greater than 125 ohms with a measurement as high as 158 ohms. It was noted that there were no delivered shocks since implant. No additional adverse patient effects were reported. This rv lead was returned for analysis. Additional information received reported that there were no apparent header issues upon visual inspection while the pocket was open. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned lead segments were thoroughly inspected and analyzed. The lead was returned in three segments, severed approximately 90 millimeters (mm) from the terminal end with induced damage consistent with cuts made during explant. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to a rise in shock impedance measurements to greater than 125 ohms with a measurement as high as 158 ohms. It was noted that there were no delivered shocks since implant. No additional adverse patient effects were reported. This rv lead was returned for analysis. Additional information received reported that there were no apparent header issues upon visual inspection while the pocket was open. No additional adverse patient effects were reported.